Event description:
Reference manufacturing report: 2135147-2020-00007. On (B)(6) 2019, a 16mm amplatzer septal occluder (asd) was selected for implant. When the device was deployed and ready to be released, the device was unable to be released from the delivery system. Another delivery system was used, but the issue persisted. Another 16mm asd was used and the device was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was a slight delay in the procedure. The patient is stable and discharged.

Manufacturer narrative:
An event of inability to release the device from the delivery cable was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.